Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra mini battery indicator issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began approximately 6 months ago. The patient did not disclose their medication management regime. The patient confirmed that he/she did make changes to his/her usual diabetes management regimen in response to the alleged product issue; the patient alleged taking less food and/or drink during the summer of 2014. The patient claims he/she developed symptoms of felt sick after the product issue 6 months ago. The patient alleged hcp treatment, at the emergency room (ER) around (B)(6) 2015. The patient was allegedly treated with IV glucose, due to alleged blood glucose reading of 574 and 747 mg/dl with the hospital/ER meter. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and meter did not required a new battery, there was no misuse of the product, the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient was allegedly treated for a severe high blood glucose excursion after the alleged product issue.